Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, an in-house testing was performed with the in-house contour next gen meter and in-house contour next test strips using blood sample, which gave a satisfactory performance. The blood glucose readings obtained with the in-house testing were properly stored in the meter's memory. Additionally, the device history record was reviewed for the suspected contour next gen meter (s/n: (B)(6)) and no manufacturing anomalies were found. The device manufacture date in section h4 for contour next gen meter with s/n: (B)(6) was captured as 23-feb-2022. The correct device manufacture date is 12-oct-2022.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in sections a2 and a4 as the customer's age and weight were not provided.

Event description:
The customer reported that his blood glucose readings were not being stored in the memory of the contour next gen meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.